Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer¿s blood glucose level was 190 mgd/l and sensor glucose 194 mg/dl at the time of incident. The customer was treated with sugar tablets. The customer declined troubleshooting for low blood glucose. The customer reported that the customers auto mode shield was gray. It was reported that the customer reports entering multiple blood glucose within at least 45 minutes but system does not transition to delivering auto basal. The insulin pump will not be returned for analysis..